Event description:
The hospital reported that before the endoscopic vein harvesting procedure, the hemopro device passed the pretest. When device was used in the leg, the hemopro device continued to activate when the activation switch was in the off position. A second hemopro device was opened and connected with the same result. Power setting was at 3.0 per IFU recommendation. Another replacement device was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the hot and cold jaw boots appeared to be burnt and melted. The cold jaw boot did not form a complete assembly. Based upon condition of jaw boots, the reported complaint for device continued to activate when the activation switch is in the off position and the jaw closed is confirmed. Resistance measurements, functional pre-cautery tests were conducted and results from testing showed that no electrical non-conformities were found. The micro switch functioned properly and the device met electrical product specifications. A review of the finished device lot history record did not reveal any non conformance reports. Which could have contributed to this complaint. (B) (4).